Event description:
Mentor silicone cohesive gel breast implants caused major health problems for me. I ended up with a slew of symptoms in the 9 years I had them. That ranged from debilitating fatigue, brain fog, muscle joint pain, hair falling out, gut problems, yeast infections, bladder issues, rib pain, throat problems, extreme dry skin, rashes, dry mouth, metallic taste in mouth, low immune system, thyroid disfunction, high cholesterol, debilitating anxiety, depression, vision decline, nausea, loss of appetite, heart palpitations, abdominal pain, breast pain, swelling, fungal infections, jaw pain, bone pain, nerve issues with shooting pains down my arms into my hands, back pain, shoulder pain, hip pain, knee pain, kidney pain, liver pain difficulty swallowing, acid reflux, ibs, raynaud's and I'm sure there are a few I'm forgetting. Symptoms began slowly over the first few years, by 8 years with implants I knew something was wrong, and I truly believed I was dying by the 9 year mark and had become bedridden. I had my implants removed on (B)(6) 2018. In the last 4 1/2 months not only have most of my symptoms gone away or improved dramatically, my thyroid levels have gone back to normal (I took no meds. Just explanted. No longer hypothyroid) as well as my cholesterol levels have gone back into normal range (again no meds. Just explant) I am no longer bed ridden and going back to a normal lifestyle.